Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 3-4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, an attempt was made to advance steerable guide catheter (sgc) into femoral vein. While advancing, the vein got perforated and hemorrhage was observed. Medication and compression was provided to resolve the symptoms. The procedure was terminated with unchanged mr. Patient is in stable condition. There was no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the cause of the reported failure to advance the steerable guide catheter (sgc) could not be determined. The reported perforation (vascular dissection) of the femoral vein that resulted in hemorrhage appears to be a cascading effect of the sgc advancement. Perforation and bleeding/hemorrhage are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.